Manufacturer narrative:
H6: investigation summary a complaint of the drip chamber being brown was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issues - discoloration could not be verified due to the product not being returned for failure investigation. A device history record review for model 11607704 lot number 20017180 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This set has expired as of 25jan2023. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris infusion set is discolored. The following information was provided by the initial reporter: IV pump tubing found in supply room stock with a discolored chamber. The chamber is brown in color.

Event description:
It was reported that the bd alaris infusion set is discolored. The following information was provided by the initial reporter: IV pump tubing found in supply room stock with a discolored chamber. The chamber is brown in color.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 11-jan-2023. Medwatch report #(B)(4).